Manufacturer narrative:
Visual analysis of the photographs identified: ¿ neuralgia: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "abd hybrid flap." Healthcare professional later reported asymmetry, capsular contracture baker grade unknown, and nerve pain. The device has been explanted.

Event description:
Capsular contracture has been confirmed as baker grade IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, and nerve pain. The device has been explanted.